Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause cannot be conclusively specified as olympus was unable to duplicate the event. Based on the following information, it is likely the event was caused by user¿s misuse. The user can properly detect the event by handling the device in accordance with the following statements in the instructions for use: - "inspection of the bending mechanisms - if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination.". Additionally, the user can reduce/prevent occurrence of the event by handling device in accordance with the following statement in the instructions for use: - "important information ¿ please read before use - warnings and cautions -never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result.". - "withdrawal of the endoscope - turn the up/down and right/left angulation locks to the 'f' direction to release them.".

Manufacturer narrative:
Due diligence was executed for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, the user¿s angulation issue could not be duplicated. Incidental findings are control knobs and movement are within olympus standards, one chip at light guide lens, and minor dent at the distal end plastic cover. Image is ok. Wear and tear was observed on the device. The customer sent the device in for repair as a safety precaution. Customer believed the issue was caused by use error, though no specifics were provided. Further evaluation is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, during a diagnostic colonoscopy procedure the device had an angulation issue and was stuck in a hooked position inside the patient. The physician was able to unhook the device and get it safely out of the patient. The device was then reinstated in the patient to make sure that there was no perforation of the colon. There was no harm or adverse impact to the patient. The issue was resolved prior to completion of the procedure and the facility staff felt the issue was caused by use error. The procedure was completed with the device with no delays or additional anesthesia. There were no error messages, alarms, or alerts for the event. Device was not dropped and had not hit a hard surface or sharp corner.